Manufacturer narrative:
It was reported that the device shut down during treatment. A getinge service technician investigated the unit on 2021-04-14 and could not confirm any failure. The customer connected the cardiohelp to an external power supply which solved the issue. The technician performed safety, calibration, and functionality checks to factory specifications. The log files were reviewed for the reported event by getinge life cycle engineering on 2021-06-22. The log files show that the cardiohelp was used in battery mode till the battery capacity reached 0 % and the unit shut down. Further it could be confirmed that the alarm message "capacity below 10 %" was triggered. Based on this the reported failure "device shut down" could be confirmed but no product related malfunction. The ssu was advised to make the customer aware on how to determine if battery or external power supply is used (IFU chapter 3.3.2 keypad) and to check the capacity in case of battery supply (IFU chapter 3.7.3 power supply status and chapter 6.4.1 battery operation). The occurrence rate was calculated for the reported failure and it was determined that this is a single event for the reviewed time period of one year. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
Further information was requested and service of unit is anticipated but still pending. A follow-up emdr will be submitted when additional information becomes available.

Event description:
The customer reported that device shut down by itself during treatment. Complaint ID: (B)(4).